Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was non-functional and would not activate the monitor. The cause for the defective response button was a disconnected rear response button cable. The monitor's ECG acquisition and pulse delivery was fully intact. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a monitor returned from the distributor for an unrelated reason, a reportable malfunction was found.